Event description:
Boston scientific received information that that this chronic ventricular implantable lead exhibited a sudden, sharp increase in shock impedance measurements. The most recently delivered shock, less than one month ago, resulted in a good measurement. A 1.1 joule shock was completed and resulted in an impedance measurement in the high 120 ohm range. Additional information was received that shock lead impedance measurements continue to be high, causing this device to beep. Loose setscrews are suspected. An invasive procedure will be performed shortly.